Event description:
It was reported during a thoracoscopic lung biopsy while using an ez45 the cartridge fell out of the jaws of the device and into the pt's chest. The surgeon retrieved the cartridge and the case was completed with an ets flex without incident. There was no consequence to the pt.